Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had a hypoglycemic event. The blood glucose reading was 39 mg/dl. The customer suspended the insulin pump and was not sure if the insulin pump was still in suspend mode. The blood glucose reading at this time was 429 mg/dl. The phone call was disconnected and the customer was contacted and left a message advising to call back to continue troubleshooting.